Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3 mm of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameters confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The pin that connects the collet to the inner shaft has also been sheared this is an indication of overload. The head of the driver has sheared off from what appears to be torsional overload.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-s1. It was reported that the tip of the driver broke off during screw tightening. No patient complications were reported.